Event description:
Patient reported the infusion device is no longer vibrating. Verified vibrator is on and does not work on the vibration test. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the vibrator of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.